Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the left ventricular lead was failing to capture due to lead dislodgement caused by twiddlers syndrome. The lead was explanted. The patient is recovering after the procedure.